Event description:
It was reported by service report that the breakaway head section would not latch in the upright position due to a bent release crossbar.

Manufacturer narrative:
Result: bent release crossbar.